Event description:
The 3m steam chemical integrators that are placed in every package or set of instruments being steam sterilized, and in the 3m attest steam biological challenge packs. We have had at least 3 instances where the integrator had no change and where the integrator did not pass into the green accept range. 3m has been notified and confirms they have had a few reports of this issue with their new integrator product that replaced the comply sterigage integrator in may 2020. There are three lot #'s st. Luke's has reported as having issues: lot # nr062022 lot # pa032022 lot # ns072022. FDA safety report ID# (B)(4).